Event description:
The report received from the field states this patient had two palmaz blue stents implanted in the renal artery in separate procedures. A 6x18 and 5x18 palmaz blue stents were implanted, overlapping in the vessel. The second stent was implanted to treat a restenosis of the first stent. It is unknown which stent was implanted during the index procedure. The patient returned for re-intervention of a restenosis of the stents in the renal artery and it was noticed that one stent had fractured in half. Half of the fractured stent came loose and migrated down to iliac artery. The age and gender of the patient is unknown. The characteristics of the vessel are unknown and the rate of restenosis is unknown. It was noted that only one stent fractured. It was subsequently trapped with a self expanding stent in the iliac. No harm to patient.

Manufacturer narrative:
The report received from the field states this patient had two palmaz blue stents implanted in the renal artery in separate procedures. A 6x18 and 5x18 palmaz blue stents were implanted, overlapping in the vessel. The second stent was implanted to treat a restenosis of the first stent. It is unknown which stent was implanted during the index procedure. The patient returned for re-intervention of a restenosis of the stents in the renal artery and it was noticed that one stent had fractured in half. Half of the fractured stent came loose and migrated down to iliac artery. The age and gender of the patient is unknown. The characteristics of the vessel are unknown and the rate of restenosis is unknown. It was noted that only one stent fractured. It was subsequently trapped with a self expanding stent in the iliac. There was no reported patient injury. The products were not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU as such. Although rarely reported, stents in renal arteries are not immune to fracture. Current literature suggests that the mobility of the kidney can lead to renal artery stent fracture and accelerated in-stent restenosis. Stent fractures have been observed in segments that undergo significant motion, particularly in areas with severe angulation, tortuousity and high rate of stenosis. Migration of the fractured/separated stent is also a known potential complication of this type of procedure and is listed in the IFU as such. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. However, there are possible vessel characteristics, such as high degree of angulation, as well as progression of atherosclerotic renal artery disease that may have contributed to these events. In addition, there are biomechanical forces that can possibly lead to strut fatigue and fracture of the stents. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2012-00356 and 9616099-2012-00357.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2012-00356 and 9616099-2012-00357.